Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (b0(6) 2022. The issue occurred with one infusion set used yesterday and the night before. The blood glucose level of the patient was 258 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.